Event description:
It was reported that patient has mrs distal femur inserted 16 years ago. Component broke. Additional information is pending.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown mrs distal femur. Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding axle disassembly involving a krh knee was reported. Further review of the event determined the disassociated axle occurred secondary to fracture of one of the axle support bushings. The event was confirmed method and results: device evaluation and results: the devices were not returned for evaluation. A review of the images provided shows one of the two reported bushings fractured into 5 pieces. The uhmwpe pieces appear slightly yellowed, likely a result of their 16 years of in-vivo service. Medical records received and evaluation: clinician review of the provided records found no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this late complication. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review found no other events for the subject device lot. Conclusions: the exact root cause of the event could not be determined as the devices were not returned for inspection. Based on the provided patient medical information, it is likely the bushing fractured due to heavy use over 16 years of in-vivo service in a highly active young patient. No evidence of material or manufacturing defects was apparent during the investigation, however inspection of the explanted components would be required to definitively confirm this.

Event description:
Additional event description provided by sales rep: it was reported that the patient has axle pin loose as seen in x-ray. He participated in the "(B)(6)" races. The mrs distal femur, bushings, axle, bumpers, were replaced with gmrs implants.